Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a catheter shaft break and balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified left antebrachium arteriovenous fistula. The sterling 6.0x40mm balloon catheter was advanced to the lesion and inflated 10 times total for approximately 60 seconds each inflation. The first 4 inflations were at 18 atms. The 5th inflation was at 20 atms. The physician reported that the balloon ruptured. The balloon detached upon withdrawal of the device. Approximately 2cm of the proximal end of the device, including the markerband, remained inside the pt. The physician attempted to retrieve the device with a snare, but was unsuccessful. Surgery was performed to remove the device. The pt's condition is reported as "good".